Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure with the use of a versalok anchor for fixation; however, the anchor pulled out of the bone hole. At this point, for whatever reason, the surgeon went open to complete the repair successfully without further issue: this added 30 minutes onto the procedure time. The complaint device was discarded at the user facility.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.